Manufacturer narrative:
Device evaluation: the report of negative flow being captured when pump speed was set to 0lpm was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console ((B)(6)). Per the log file, the console was powered up at ~9:10am on (B)(6) 2019 and ~1 minute later pump support was started at a set speed of 5500rpm and a flow remained in the ~4.5lpm - 5.0lpm range. At ~12:59pm the pump was stopped due to a user request and the speed reading was 0rpm. During this time flow was briefly in the -0.007lpm to -0.002lpm range. These values did not indicate an issue with the system but appeared to confirm the reported event. The console was powered down at ~1:01pm. No additional events were captured on the reported event date of (B)(6) 2019. The returned centrimag motor was evaluated and tested by the service depot. The reported complaint could not be verified nor duplicated during their evaluation. The returned motor was operated for an extended period of time with its associated 2nd gen primary console and flow probe. No alarms nor any other issues with flow or speed were observed during testing. The motor was functionally tested per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be correlated to a device related issue. The tested motor was returned to the customer site. Per the centrimag 2nd gen system operating manual (doc. (B)(4)) 'the flow probes can detect retrograde flow. Retrograde flow of up to 2.0 lpm is displayed as a negative number such as ¿-0.65 lpm¿. Retrograde flow greater than 2.0 lpm is displayed as downward arrows ¿vv.vv lpm¿. A disconnected or malfunctioning probe will display dashes ¿--.--¿. If the probe detects forward flow of more than 10 lpm then it will display as ¿^^.^^ lpm¿'. Retrograde flow does not necessarily indicate a functional issue with the system but can be caused by patient condition, cannula placement, or manipulation of the flow circuit. Reports of similar issues will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: the centrimag primary console is not a single use device. Approximate age of the device: 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was started on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019. Patient was in ICU room when cmag console alarmed. As the speed was set to 0 rpm, negative flow was observed. No intervention effective when trying to increase speed on console screen. Speed returned to initial settings spontaneously. Event re-occurred within minutes and console and motor were exchanged. The backup console also went down. Products were returned.